Event description:
It was further reported that roughly 3 weeks after the implant the patient started experiencing pain, went to the emergency room and was then admitted to the hospital. It was noted that the patient was also experiencing bruising and swelling at the battery site. It was noted that the patient was explanted on 2013 (B)(6). It was noted that the explanted device ¿looked snotty¿ and there was a culture taken. It was assumed to be an infection but at the time of the report the outcome of the testing was unknown. It was noted that the patient was a high infection risk patient and at the time of the report there was still one contact in the patient¿s neck. It was unknown which if either lead was explanted with the implantable neurostimulator.

Event description:
It was reported that there was an explant due to infection. Additional information has been requested but is not available at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).